Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon adhered to the stent. The target lesion was located in a coronary artery. A promus element¿ plus stent was advanced and while dilating the balloon, the stent did not dislodge from the balloon. The balloon and stent were withdrawn and the procedure was completed with another of the same device. There were no patient complications and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was initially reported that the stent would not withdraw from the balloon. It was further reported that the lesion was pre-dilated with a balloon catheter. The promus element plus stent was then advanced and the balloon of this device would not inflate.